Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a patient with a known short to shield and driveline faults. Low speed was noted on interrogation but no pump off. The log files captured 2 low speed advisories on (B)(6) 2024 while the patient was connected to batteries. This may indicate that the short to shield may have progressed to a phase to phase short that could cause low speeds and pump stops on any power source. Additionally, the log file captured driveline faults throughout the event history. The phase data showed almost complete discontinuity in the red wire. On (B)(6) 2024, a driveline repair was performed approximately 3 inches from the exit site. Post the repair, the patient was tethered on grounded patient cable without issues and no further alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms as well as a low-speed event while the device was connected to 14-volt batteries. Evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low-speed event and would have caused the driveline fault alarms. A review of the submitted log file found silenced driveline fault alarms throughout the file. A low-speed event with low-speed advisory alarms was captured on (B)(6) 2024 while the device was connected to 14-volt batteries. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the log file. Approximately 21.5¿ of the distal end of the driveline was returned with controller connector and previous clamshell repair. An electrical continuity test of the returned driveline was conducted, and the red wire was found to be open. All other wires were found to be electrically intact. Examination of the underlying wires confirmed wire conductor and insulation damage of the red wire. There was no other evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for insulation testing, which confirmed that the conductors of the red wire were exposed. No other areas of current leakage through the insulation of the drivelines wires were identified. The damaged and exposed red wire conductors would have caused the driveline fault alarms captured in the submitted log file. The exposed red wire conductors could have contributed to the low-speed event captured in the submitted log file while the device was powered by 14-volt batteries; however, on its own, the identified damage could not have caused the captured low speed event while connected to batteries. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms the heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9: product return corrected h2: device was evalutaed h3: corrected.